Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, retained testing, customer returned testing, and historical performance of reagent lot 41195un20, through abbottlink data. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 41195un20 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians are within the established limits. However, review of the data associated with reagent lot 41195un20 indicates the cal f rlu are not within the established limits. Therefore, accuracy testing was performed with reagent lot 41195un20. Accuracy testing was performed using an in-house retained kit of lot 41195un20, stored at the recommended storage condition, and an internal troponin-I panel. All specifications were met indicating that the lot is performing acceptably. The returned patient samples were tested via the analytical specificity testing plan. The samples generated customer's expected result of 0.027 ng/ml and 0.000 ng/ml. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat troponin-I, lot number 41195un20, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for several patients. The following data was provided (customer's cut off is >/=0.04 ng/ml): sample ID (B)(6) initial result, on (B)(6) 2020, was 0.04, repeat was 0.07 ng/ml. The sample was then recentrifuged and repeated on another analyzer, serial number (B)(4), and the results were 0.03 and 0.02 ng/ml. Sample ID (B)(6) initial result, on (B)(6) 2020, was 0.01, repeat was 0.04 ng/ml. The sample was recentrifuged and repeated as 0.01 and 0.02 ng/ml. There was no impact to patient management reported.